Event description:
It was reported that the patient fainted whilst doing some errands in their basement. They fainted it again later and their daughter summoned for an ambulance. It was found that the patient was in sinus or ectopic atrial bradycardia. Left bundle branch block was also noted. On interrogation it was also noted that the right ventricular (rv) lead exhibited rising impedance with a spike and the lead was not capturing. Lead fracture was suspected. A temporary device was placed and a venogram of the left upper chest was completed which exhibited an occlusion. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.